Event description:
It was reported that a leak was observed while using a homechoice automated pd set with cassette. This occurred during preparation for peritoneal dialysis therapy. The leak was found between the solution bag (at the tip of the clampex connector) and cassette. There was no visible damage to the supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. An underwater pressure test was also performed with no issued noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.